Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting misaligned markers. Review of the device data by boston scientific technical services confirmed this was due to a timing issue on the telemetry chip which caused a high power telemetry state. A watchdog timeout reset has since corrected the issue. The s-ICD remains in service and there was no impact to the health of the patient. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.